Event description:
An attempt was made to treat multiple lesions in the rca. After the physician placed a wire in the rca, the lesion in the proximal rca was predilated using a 2.0 mm balloon. However, residual stenosis remained (68%). Add'l ballooning was done, and a balloon rupture occurred. A 3.0 x 18 mm endeavor resolute rx drug-eluting stent was deployed at 16 atm. At that time, a distal dissection developed. Add'l ballooning was completed using a 3.0 mm balloon; however, this balloon could not be positioned and became damaged. Therefore an add'l 3.0 mm non-compliant balloon was used; however, the dissection became more aggravated. Therefore, the physician deployed an add'l endeavor resolute rx drug-eluting stent at 16 atm, however, a distal dissection developed again. A distal balloon could not advance, therefore a 2.0 mm balloon was used and an unk stent was inserted, however the stent could not cross the mid-rca target lesion. It was also reported that a 2.75 x 14 mm endeavor rx drug-eluting stent dislodged from the mid-right coronary artery and floated upwards to the pt's shoulder area. It was reported that the dislodged stent was removed from the pt using a snare. The final coronary angiogram showed a patent's stent with good distal flow, however, residual stenosis with a dissection remained. The current pt's status is unk.

Manufacturer narrative:
(Secondary intervention required, stent snared from pt) - eval result: (stent dislodgement).